Manufacturer narrative:
Additional narrative: UDI: (B)(4). )incomplete. The lot number was unknown. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. Given that the lot number was not provided, the manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed.. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgery on (B)(6) 2021, it was observed that the lupine stabilization drill bit device was dull. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.